Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Visual inspection of the reported balloon catheter 2af283 lot number 45064 showed that the luer was broken. Smart chip verification indicated the catheter was not used. The reported balloon catheter passed electrical integrity test and the performance as per specification. In conclusion, the reported broken luer issue was confirmed through product testing. The reported balloon catheter 2af283 lot number 45064 failed the returned product inspection due to the broken luer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the luer of the balloon catheter broke. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.